Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) regarding a patient with an implantable neurostimulator (ins) for non-malignant pain and other chronic/intract pain (trunk/limbs). It was reported that the patient¿s device was not in use and hadn¿t been working for a few years. Technical services reviewed the possibility of an overdischarge and recommended that the patient follow-up with their healthcare provider (hcp) to address the device issue and determine their eligibility for an MRI. No symptoms were reported. The event date was asked but was unknown (just noted to be a ¿few years¿). No further complications were reported/anticipated.